Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was a blockage in the tubing on (B)(6) 2025, which resulted in elevated blood glucose (over 400 mg/dl), therefore, patient had received correction injection via multiple daily injection (mdi) and via the pump. No further information was available.